Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Initial reporter unavailable from the site at the time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the passive planar probe was bent. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: device lot number provided. The planar probe was returned to the manufacturer for evaluation. Testing found that the unit was visibly bent and that the unit returned good geometry and divot error readings. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: unique device identification (UDI) and manufacture date provided.